Event description:
Reportedly, after the instrument was fired over the tissue, its jaws would not open to release the tissue. However, the surgeon was successful in freeing the instrument from the tissue after several attempts. As a result, a small hemorrhage occurred and was stopped by firing a second instrument over the area to avoid a fistula from developing. Patient status: no patient injury reported.